Event description:
A customer contacted beckman coulter, (bec) to report that their unicel dxi 800 access immunoassay system generated one erroneous total beta human chorionic gonadotropin (tbhcg) result on a patient sample. The initial tbhcg result of >1000 miu/ml was flagged ovr, indicating the calculated concentration was above the highest or most concentrated calibrator. The customer repeated the sample (on the dil-hcg assay) and received a result of < 1000 miu/ml. The customer repeated the sample again and received a result of 3.00 miu/ml. The customer also ran the sample on another instrument (access 2) and received results of 2 and 3 miu/ml. The customer was questioning the initial ovr-flagged result. The customer stated no erroneous results were reported outside of the laboratory. The customer did not report an effect to patient or user attributed or connected to this event. No event log messages were generated in connection with this event. No other assays or patient results were in question. The customer stated quality control (qc) was within the laboratory's established limits before and after the event. Qc data in the month prior to the event indicated multiple days where qc level 3 was outside limits. However, review of the qc data indicated the laboratory has the qc level 3 range set tighter than peer data or actual performance data would suggest was reasonable.

Manufacturer narrative:
The laboratory declined to provide sample handling information. The customer did not report any sample quality issues. The customer stated qc is currently performing within the laboratory's established limits. Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse performed a system check and high sensitivity system check, and both passed within specifications. The fse verified that quality control (qc) was within the customers established limits. The fse verified that the instrument was performing within specifications. No hardware issues were identified. A cause for this event could not be determined with the information supplied.